Event description:
Information received from the field notes that during a routine follow-up, the device could not be interrogated and exhibited no output, no telemetry, and no magnet response. The patient's intrinsic heart rate was 50-60 bpm in second degree heart block. The patient had no complaints or symptoms. The device was scheduled for replacement.